Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer experiencing high blood glucose. The current blood glucose reading is 374 mg/dl. The motor error occurred during the basal/bolus delivery. Assisted customer with clearing the alarm. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.